Event description:
It was reported that the right atrial (ra) lead electrogram (egm) recorded episodes of noise and intermittent oversensing. It was also reported that the atrial impedance varied and dropped as low as 50 ohms. Follow-up conducted was unsuccessful in determining if there were any medical interventions. The ra lead remains in use. Additionally, the actual device was not received for evaluation, but performance data collected was received, analyzed, and revealed that there was a power on reset. Follow-up conducted revealed no further information regarding the device. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) and (B)(4) the actual device was not received for evaluation. Performance data collected was received, analyzed, and revealed that there was a patient alert for out of tolerance sub-threshold lead impedance on (B)(4) 2011 03:00:16. The weekly pace lead impedance trend data shows a spike decrease for maximum and minimum lv perm pace impedance = 475 to 171 ohms minimum between (B)(4) 2011 and (B)(4) 2011, then returning to a baseline of 475 ohms on (B)(4) 2011. It was also noted there was a patient alert for out of tolerance sub-threshold lead impedance on (B)(4) 2009 and the programmer save to disk data file (B)(4) shows an alert for rv defibrillation lead impedance > 200 ohms on (B)(4) 2009. A power on reset (por) parameters occurred with ecc-lia conflict, address=71dc, data=40 on (B)(4) 2010 and there was a ventricular non-sustained tachycardia (nst) = 210 ms on (B)(4) 2011.

Event description:
It was reported that the right atrial (ra) lead electrogram (egm) recorded episodes of noise and intermittent oversensing. It was also reported that the atrial impedance varied and dropped as low as 50 ohms. Follow-up conducted was unsuccessful in determining if there were any medical interventions. The ra lead remains in use. It was later reported that the ra lead was capped and replaced. Additionally, the actual device was not received for evaluation, but performance data collected was received, analyzed, and revealed that there was a power on reset. Follow-up conducted revealed no further information regarding the device. The device remains in use. No patient complications were reported as a result of this event.